Event description:
It was alleged that the ambulance crew loaded a very sick patient into the ambulance for transport. When the ambulance crew arrived at the hospital for unloading of the patient, the device became stuck approximately 50 cm out of the vehicle. The ambulance crew was unable to get the device in or out of the ambulance. The ambulance crew had to lift the now intubated patient out of the ambulance from the rear of the ambulance in order to complete the transport of the patient into the hospital. It was alleged that the patient later died 10 minutes after arrival in the hospital. It is not known at the time of reporting if the alleged issue with the device caused or contributed to the death of the patient.

Manufacturer narrative:
After investigation, the cause for the alleged device issue was a plastic piece of a syringe was found in the rollers by the customer, which caused the device to become stuck while unloading the patient. The customer removed the plastic prior to the evaluation by the stryker field service representative who identified that the device had no defect upon completion of their inspection.

Event description:
It was alleged that the ambulance crew loaded a very sick patient into the ambulance for transport. When the ambulance crew arrived at the hospital for unloading of the patient, the device became stuck approximately 50 cm out of the vehicle. The ambulance crew was unable to get the device in or out of the ambulance. The ambulance crew had to lift the now intubated patient out of the ambulance from the rear of the ambulance in order to complete the transport of the patient into the hospital. It was alleged that the patient later died 10 minutes after arrival in the hospital.